Event description:
Information received from the field notes that during the implant procedure, the lead perforated the right ventricle. The lead was pulled back and fluid was drained from the pericardium. The lead was stable.